Manufacturer narrative:
The device passed the self test and the displacement test. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm was found in the formatted history file due to hardware error. Problem isolated to the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had received hardware low level failure. Customer's blood glucose was 390 mg/dl at the time of incident. The customer reported that the error occurred three times. Customer stated that the performed the self test again and could not be completed. The insulin pump will be returned for analysis.